Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was stress urinary incontinence. The first additional implant (uretex and pelvicol) surgery details was stress urinary incontinence, pelvic pain and symptomatic rectocele. Mesh revision (uretex) with second additional implant (prolift) surgery details for symptomatic rectocele. There was erosion of vaginal mesh from a previous tvt urethropexy. The third additional implant (pelvilace and pelvisoft) surgery details was for incontinence, grade 3 uterine prolapse, grade 3 cystocele, grade 2 urethrocele. Complications post pelvicol implantation was pressing inside vagina, white discharge, hemorrhoid, hard bowel movement, anterior hemorrhoid, posterior vagina had bulged out of the rectum, rectocele, some abdominal pain probably from adhesions and significant back pain.